Manufacturer narrative:
Product complaint: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: complaint summary: at completion of the l5/s1 anterior lumbar fusion and minimal invasive posterior screws operation the torque handle 286740000 could not be removed from the final tightener shaft 286745550. The knob from the set screw inserter 286735400 (note this is 2 parts: sleeve and shaft) snapped off the shaft when attempting to remove the shaft from the sleeve at the completion of the case, the shaft is still insitu in the sleeve. No harm came to the patient as the case was completed and it was when the nurse was packing up the trays at the end that these instruments broke/unable to remove handle. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s) from the attachments (2 image(s) from the attachment(s) ¿toowoomba and darling downs torque x25 and set screw inserter sept 2020.jpg¿ and ¿toowoomba and darling downs set screw inserter sept 2020.jpg¿ located in notes & attachments section of the product complaint). The image(s) was reviewed and the complaint condition could not be confirmed as the image shows the devices assembled however the functionality cannot be tested to whether it is unable to disassemble. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Background: at completion of the l5/s1 anterior lumbar fusion and minimal invasive posterior screws operation the torque handle 286740000 could not be removed from the final tightener shaft 286745550. The knob from the set screw inserter 286735400 (note this is 2 parts: sleeve and shaft) snapped off the shaft when attempting to remove the shaft from the sleeve at the completion of the case, the shaft is still insitu in the sleeve. No harm came to the patient as the case was completed and it was when the nurse was packing up the trays at the end that these instruments broke/unable to remove handle. This complaint involves three (3) devices. Investigation flow: device interaction / functional. Visual inspection: the viper2 final tightener handle (part #: 286745500, lot #: gb0408) was returned and received at us cq. Upon visual inspection, there were scratches and nicks on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: the functional test was performed on the viper2 final tightener handle (part #: 286745500, lot #: gb0408) and viper2 final tightener driver (part #: 286745550, lot #: ag2093834). They both were assembled and dissembled as intended, and there were no device interaction issues. The complaint can't be replicated with the returned device(s), not confirmed. Investigation conclusion: the complaint condition is not confirmed for the viper2 final tightener handle (part #: 286745500, lot #: gb0408) as there was no device interaction issue with the device, both devices were ere assembled and dissembled as intended. However, there were several scratches and nicks on the device. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for viper2 final tightener handle was conducted identifying that lot number gb0408 was released in three batches. Batch1: lot qty of 49 units were released on 22 apr 2008 with no discrepancies. Batch2: lot qty of 14 units were released on 22 apr 2008 with no discrepancies. Batch3: lot qty of 34 units were released on 22 apr 2008 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the receiving inspection (ri) for viper2 final tightener handle was conducted identifying that lot number gb0408 was released in three batches. Batch1: lot qty of 49 units were released on 22 apr 2008 with no discrepancies. Batch2: lot qty of 14 units were released on 22 apr 2008 with no discrepancies. Batch3: lot qty of 34 units were released on 22 apr 2008 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed, no product was received. No conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the patient underwent for l5/s1 anterior lumbar fusion and minimal invasive posterior screws operation. During the surgery, the torque handle was broke and could not be removed from the final tightener shaft. The knob from the set screw inserter (note this is 2 parts: sleeve and shaft) snapped off the shaft when attempting to remove the shaft from the sleeve at the completion of the case, the shaft is still inside in the sleeve. The surgery was completed successfully without delay reported. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) viper2 final tightener handle, this is report 3 of 3 for (B)(4).